Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2023-00009 for the reported elevated iop for the left eye (os).

Event description:
It was reported that following bilateral cataract plus trabecular microbypass stent system procedures (ou), the patient presented postoperatively with intraocular pressure (iop) spikes. Per report, the elevated iop was treated with reduced steroids (os), and maximum glaucoma medication (od). Through follow-up, the surgeon consulted for an expert's opinion who reported discussing ways to proactively manage early iop spikes, and treatment options to address the reported event. Additional information has been requested. This report references the elevated iop for the right eye (od).